Event description:
It was reported that the lead was dislodged and increased capture threshold was observed. The patient received inappropriate atp therapy due to emi related noise. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.